Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The issue has resolved, and the recipient returned to using the device once the infection cleared. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was treated with antibiotics (type unknown) and temporarily stopped usage of device.